Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was not in use at the time of the event. There was no report of patient involvement or harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that the touchscreen does not respond. The customer was able to resolve the issue by recalibrating the touchscreen. After calibration the customer stated everything returned to functionality.